Event description:
Related manufacturer reference number: 2017865-2025-14582. It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right ventricular (rv) lead and right atrial (ra) lead was noted to have exhibited noise. Programming changes were made to resolve the issue. No patient consequences was reported.